Event description:
During cardiac bypass surgery, pencil used started to "shoot" a flame from the tip. Setting was at 20. A laparotomy pad was ignited which was in the apical space. This charred the apex of the pleural space superiorly and may have contributed to the postoperative bleeding in this area. The pencil and tip were replaced with no continued problems reported. The pencil and tip were thrown away.